Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient weight was unknown. Device is not available¿discarded by facility.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The caller reported that the patient's device dead about 2 weeks ago and has been working with hcp. The patient was scheduled for MRI of knee. The caller was redirected to patient's hcp for eligibility sheet. No symptoms were reported. Additional information was received from the patient. It was reported that they received the "reposition antenna" screen on their recharger and could not connect ins to recharger to recharge ins today. During the call, the patient attempted to connect their patient programmer to the ins, but got the "poor communication" screen. Patient services worked with the patient to attempt to connect the recharger to the ins, but the patient kept getting "reposition antenna" screen on the recharger. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned a recent belt replacement [see rtg (B)(4)]. Patient services sent a message to the field on behalf of the patient and a response was received. Additional information was received from the manufacturer representative (rep). It was reported that the patient will be scheduled soon for a battery swap. Additional information was received from the manufacturer representative (rep). Patient is scheduled 11/10 for replacement. No, overdischarge was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.